Event description:
The customer reported that the system would not perform fluoroscopy or x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the service call.